Event description:
The manufacturer received information alleging black substance in the bottom of device and the patient actually used a paper towel at the bottom of machine to wipe it out and the towel was black. Black substance showing up in the mask and the white filters which are black now. Particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer received information alleging black substance in the bottom of device and the patient actually used a paper towel at the bottom of machine to wipe it out and the towel was black. Black substance showing up in the mask and the white filters which are black now.particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Observed physical damage to the blower at screw. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no black substance in the bottom of the device. The unit passed the final test. In this report, sections d9, g3, h2, h3, and h6 have been updated.